Manufacturer narrative:
(B)(4). Medical devices: guide catheter: mpa 6fr, sheath: 7fr brite tip , other: jetstream. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the femoral artery. An emboshield nav6 embolic protection system was used for ep in a jetstream (js) procedure. The js procedure was completed; however, a large chunk of calcium was visible in the filter. An attempt to use the retrieval catheter to capture the filter was made, but the basked would not collapse into the catheter. A 6fr guide catheter was used to aspirate some of the debris from filter. Another attempt was made to capture the filter with the retrieval catheter, but it would not capture. The calcium could not be cleared from the distal tip of the filter. A decision to enter with a larger 7fr sheath to capture the filter was made; the filter was moved with the catheter up to the sheath and the filter was pulled into the sheath. Most of the filter did capture in the sheath with a small section sitting distal to the sheath. A decision was made to remove the sheath and filter wire together; however, when attempting to remove the filter it was noted that a distal section of the filter appeared to be stuck on the artery wall in the groin. The filter must have caught and the filter split in half, leaving the distal end of filter in the groin. A cut-down was performed and the separated portion of the filter was retrieved. Patient had no negative outcome due to the additional cut-down. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product issue. The investigation determined that the reported difficulties and additional treatments/surgery were due to case circumstances. The difficulty removing was the result of a large embolic load resulting in separation of the filter during the attempt to retrieve. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.